Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Per the case record, the issue was resolved via the phone, however there is no repair or correction information currently available. No additional service information was provided.